Event description:
Additional information received states that the stent slipped approximately the distance of 'two stent markers' during deployment. The final location of the taxus liberte 20x3.0mm stent was in the proximal rca.

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same patient as MFR# 2134265-2010-01372. It was reported that during a coronary drug-eluting stenting treatment procedure, stent placement and deployment issues occurred. The 90% stenosed target lesion was in the moderately tortuous and non-calcified proximal right coronary artery (rca). There was a previously implanted express2 stent in the lesion that had restenosed. The lesion was predilated with a maverick2 balloon before advancing the taxus liberte 20x3.0mm stent delivery system (sds). The stent was deployed (atms unknown) however it was noted that the delivery balloon partially inflated and the distal end of the balloon did not inflate. Also, the stent slipped proximally and was post dilated. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4).